Manufacturer narrative:
Further information was requested but not received. The lead was returned for analysis. Visual examination found no malfunctions. Full analysis not needed.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited unsatisfactory parameters. The rv lead was not used. Patient status was not reported.

Manufacturer narrative:
The reported event of ¿lead didn¿t have good results¿ was not confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. Correction: manufacturer narrative should have been ¿the reported event of ¿lead didn¿t have good results¿ was not confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.¿ instead of ¿the lead was returned for analysis. Visual examination found no malfunctions. Full analysis not needed.¿